Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image blackout, universal cord malfunction, the light guide bundle of insertion section is slightly worn and interrupted and weakened. Based on the results of the investigation, and since the customer device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Image blackout is caused by a component failure of the universal cord. A definitive root cause could not be identified for the universal cord malfunction. The light guide bundle of insertion section being slightly worn and interrupted and weakened is caused by a component failure of the lg bundle (light guide bundle). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the laparoscope, gynecologic displayed stripes on the image. This issue occurred during inspection for use. There were no reports of patient harm.